Event description:
See MFR report # 3004209178-2010-10429. The pt's devices turn off when she opens the refrigerator door. She was at home. Additional info has been requested.

Manufacturer narrative:
(B)(4).